Event description:
It was reported that this implantable pacemaker record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that this was likely exposed to cold temperatures and requested data file sent for engineering analysis. The device was not implanted. There was no patient involvement. Additional information received indicates that this device is now okay to implant. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. Correction to the initial MDR in block h6 evaluation conclusion code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this implantable pacemaker record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that this was likely exposed to cold temperatures and requested data file sent for engineering analysis. The device was not implanted. There was no patient involvement. Additional information received indicates that this device is now okay to implant. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that this was likely exposed to cold temperatures and requested data file sent for engineering analysis. The device was not implanted. There was no patient involvement.